Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open/resistance was said to be that the stent tip was damaged. A continuous saline flush was administered and maintained as indicated in the IFU. The pipeline was retrieved smoothly, and it was suspected that the stent had separated in the delivery catheter. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were used to attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped-425-20 stent was pushed to go upper into position by phenom27, and the stent tip began to be deployed in the straight section of the middle cerebral artery. The tip was deployed about 6 mm and the tip was not opened. Healthcare provider (hcp) waited for 30 seconds to allow the stent to fully contact the blood and expand to the optimal state. The surgeon tried to push the stent to increase the tension and continued to deploy it 5mm. At this time, the tip end of the stent was still in a rod shape. The surgeon pulled it back to the internal carotid artery (ica) as a whole and deployed the stent in a thicker blood vessel. The surgeon shook and pushed the stent repeatedly to make it expand, but the problem was still not solved. The surgeon retrieved it again and repeated the above operations, but the problem was still not solved. Finally, the stent was withdrawn from the body together with the microcatheter. Outside the body, the surgeon pushed the stent out of the microcatheter and found that the main body of the stent could not be found. The surgeon further performed x-ray on the patient to confirm whether the stent was in the body. After repeated confirmation, the main body of the stent was stuck in the microcatheter, and then a new stent was replaced. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for aneurysm intervention blood flow diversion therapy treatment of an amorphous, unruptured left clinoid artery aneurysm with a max diameter of 6.2 mm and a 3.1 mm neck diameter. The distal landing zone was 4.3 mm and the proximal landing zone was 4.0 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. The access vessel was the internal carotid artery with a diameter of 4.3mm. The patient is alive with no injury.

Manufacturer narrative:
H3: the pipeline flex pushwire and phenom 27 catheter were returned for analysis. The pipeline flex pushwire was returned outside the phenom 27 catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. No bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. An in-house 0.026" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issues. Based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have ¿resistance during delivery ¿ and ¿ pushwire break/separation: as no defect were found with pushwire and phenom 27 catheter. No break or separation was found with pushwire. No resistance was observed during testing. Possible causes burrs, bumps, frayed ends on braid, and users pulls back on/torques wire while advancing ped in microcatheter. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.